Event description:
During the maintenance of the perox 1, 2 and 3 reagent lines on the advia 2120 with dual aspirate autosampler instrument, the customer was splashed in one eye as she pulled out the reagent lines. The customer was wearing gloves but no eye protection. There are no known reports of adverse health consequences due to being splashed in the eye by the perox 1, 2 and/or 3 reagents.

Manufacturer narrative:
During the maintenance of the perox 1, 2 and 3 reagent lines on the advia 2120 with dual aspirate autosampler instrument, the customer was splashed in the eye when pulling out the reagent lines. The customer was not wearing eye protection as per the advia 2120/2120i hematology systems operator's guide, where it states that "all products or objects that come in contact with human or animal body fluids should be handled, before and after cleaning, as if capable of transmitting infectious diseases. Wear facial protection, gloves, and protective clothing.". The customer flushed her eye out using an available eye wash station and did not seek further medical attention. The instrument is performing within specifications. No further evaluation of the device is required.